Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were not confirmed. User made bolus requests without entering current bg levels and still having insulin on board on a daily basis. Back to back cartridge change sequences were conducted on multiple days. There was not erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced low blood glucose (bg) levels in the 30's mg/dl range. Initially the customer was not aware of the low bg level cause but believed the low bg levels were caused by weight loss and stress. Carbohydrates were consumed and the customer's basal rate was adjusted to address the bg levels. The customer's current bg level was 87mg/dl.